Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) had error 32056 on arm#3 when booting up the system. The error was not resolved by power cycle the system and replace to the another psc(sk4157) and requested us to fix it. The error 32056 occurred on arm 3 during boot and cannot be resolved and requested to replace it with the psc of another in-hospital system and perform the operation. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. Error 32056 was confirmed as having occurred in the field and replicated. Remote fe recorded error 32056 pointing to axis 2 (i2c). The usm was tested on an in-house system in normal mode where it triggered error 32056. Unit was also tested on a pftp where it failed agc current aba troubleshooting was performed with gold pitch slsa ffc installed and the usm passed. No signs of damage during visual inspection. Based on failure analysis findings, the pitch sl (searchlight) ffc (flat flex cable) was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.